Manufacturer narrative:
Siemens healthineers has started a thoughtful investigation of the reported event. Despite several questions about the circumstances of the event, no information has been shared by the hospital. The evaluation of shared pictures indicates that there must have been an external force pushing the sealing ring towards the moving parts of the gantry, while it was rotating. This caused the sealing ring to become damaged and taken out of its regular position. This external force could have been caused by the patient, pushing any body parts (e.g. Arm, elbow, knee, ...) Against the sealing ring, if the patient is not fixed on the table, or by any bearing material that was forgotten in the gantry bore. Both situations are covered in the instructions for use, print number c2-030.620.10.02.02: in section a.2-8: caution: unintentional patient movement! Contusion of patient extremities at patient table and gantry. Always fix and observe the patient during system movements. In section b.6-2: caution: use of the head-arm support! Increased risk that the gantry might collide with the arms of the patient. Always keep an eye on the patient during table movements. In section a.2: caution: improper patient positioning! Possible injury of the patient by moving parts. [¿] - use positioning aids as described. ¿ using accessories: if you use accessories, ensure that the following objects will not collide with the gantry: - head holders and table top extension, - supports, - optional accessories, e.g., baby mattress. Damaged parts have been exchanged and the system was handed back to the customer fully operational. The hardware is not available to siemens for evaluation as it was disposed of by the hospital. The material consumption in relation to the installed base is monitored by the CAPA process and was within acceptance thresholds for the past three months. Therefore, no further investigation within the complaint process is deemed necessary as no systematic or design issue is to be determined. Based on all available information, the system did not malfunction and a handling related issue is the most likely root cause. This report is filed with an abundance of caution.

Event description:
It was reported to siemens that a malfunction occurred while operating the somatom definition flash CT system. The user reported that during an examination on (B)(6) 2024, the sealing ring in the middle of the gantry was damaged. The patient was not injured.